Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Omsc checked the device and the reported phenomenon was not duplicated. However, drug solution marks were confirmed inside and outside the video connector socket of the device. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the investigation result there was the possibility that the reported phenomenon was attributed to the defective electrical contacts due to residual chemicals. Or, the reported phenomenon was attributed to the temporary malfunction due to deterioration because the user facility has been using the device for nearly its durable life.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the therapeutic procedure the endoscopic image of the subject device disappeared. The user cycled the power of the subject device or after reconnecting the endoscope to the device, the issue was resolved. The user completed the procedure with the subject device. There was no report of patient injury associated with the event.